Event description:
It was reported that, during a procedure, the footswitch does not work and that the red w-lan lit up. No patient harm or patient injury had been alleged in association with this event. An investigation has been opened to evaluate this event.

Manufacturer narrative:
Per the information collected, the wi-fi led was red and the footswitch did not work anymore, which indicates an error in the wireless connection. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.